Manufacturer narrative:
A ge service representative performed an onsite investigation. The contact of the power connector was reinforced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not take an x-ray when the x-ray exposure switch was pressed. No pt injury was reported.